Event description:
The user experienced intermittent hearing with the device. The user was reimplanted on (B)(6) 2022

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient's hearing performance was intermittent. The received in situ measurements and the information that the recipient was able to hear when pressure was applied over the implant let assume that an air bubble over the implant most likely caused the reported problems. The device works within specification during investigation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user experienced intermittent hearing with the device. Reportedly the hearing with the device improved when pressure was applied. The user was re-implanted on (B)(6) 2022.